Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was continued after transferring the patient to another room. It was reported to philips that system could not emit x-ray. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found system reported "low load fluro flavor selected. Tube anode problem" error message. The fse checked the system logfile onsite and found [low load fluro active] error. The fse tested anode drive unit (adu), the adu and main interface unit (miu) fuse were found to be defective. To resolve the issue, fse replaced adu (anode drive unit) and miu (main interface unit) fuse. The defective part was sent for analysis, for adu (anode drive unit) failure was observed and the failure was found to be output throttles have discolored to black due to overheating caused due to design failures. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.